Event description:
Reporter indicated a vns dell x5 computer would not turn on despite proper charging. The computer and flashcard have been requested for return, but have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.